Event description:
It was reported that the insulin pump alarmed during manual prime. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarm during the prime test due to loose motor drive support disk. Unable to perform the occlusion test due to alarms. Unit was received with missing end cap sticker.